Event description:
During shift training on a spring CPR manikin, the autopulse platform (s/n (B)(4)) stopped compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The customer used zoll CPR manikin, but the platform kept displaying the ua07 advisory message upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during the platform's archive data review and functional testing. The customer's reported complaint that the autopulse platform stopped compressions to the ua07 advisory message was not confirmed in the platform's archive data or during functional testing. Based on the archive data files, no compressions were performed as the autopulse platform continuously displayed ua07 upon powering up. The root cause of the ua07 advisory message was the defective load cell # 1. The damaged covers and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, the front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, there was a vertical crack going through one of the screw fittings of the front enclosure. The bottom enclosure was cracked with broken screw bosses. These observed physical damages are the characteristic of harsh impacts due to user mishandling. The damaged front and bottom enclosures were replaced to address the issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization results confirmed load cell # 1 was defective, and it was replaced to remedy the fault. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(4). Ccr 51624 was reported on 15 october 2020, and one of the load cells was replaced to remedy the fault.